Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI) # (B)(4) the complaint device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The plunger stud was sticking and needed to be worked on to allow the ratchet extensions to move smoothly. No other issues observed. The reported complaint was confirmed as the lock was sticking. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00270, 3004608878-2020-00271, 3004608878-2020-00274, and 3004608878-2020-00272.

Event description:
This is 4 of 5 reports. A customer reported that the rocker arm lock of the a1059 mayfield modified skull clamp was broken. There was no known patient involvement or delay in surgery.